Manufacturer narrative:
Testing results were reviewed and the pump passed all previous test. There are no previous complaints on this device. The pump was received on (B)(6) 2024. Analysis of the returned device was completed on (B)(6) 2024. The pump was tested, calibrated equipment used in testing: pressure gauge s/n: (B)(6) calibrated date: (B)(6) 2024 due date: (B)(6) 2025 procedure: 1. Connect tubing into reservoir. 2. Prime tubing by gravity, then connect tubing to pressure gauge. 3. Test 1: turn on the pump fail test if pump displays "pressure error" on post 4. Test 2: set prog to 125ml/hr for 20 vtbi, go to biomed options and set pressure to 8 psi. Run pump, pass pump if it alarms between 0 and 16 psi. 5. Test 3: set prog to 125ml/hr for 20 vtbi, go to biomed options and set pressure to 30 psi. Run pump, pass pump if it alarms between 22 and 38 psi. During functional testing, the reported issue was not duplicated. However, the pump failed test 1 as the pump displayed pressure error on post. The pump also failed test 2 as the pump alarmed occlusion constantly even without an occlusion present. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 04/22/2024, zyno medical received email form customer representative stating that during the preventive maintenance (pm), the device was reported that the unit failed the 30 psi test twice with the number of 45 psi and 39 psi. Ground resistance was out of range (4500mohm). No patient was involved.